Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold. The rv lead was capped. The device was explanted and replaced and new atrial and ventricular leads were implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).